Event description:
Our pediatric clinic has received 3 cases of children getting burnt from using a malem enuresis alarm at night. (B)(6), incident date (B)(6) 2018; (B)(6), incident date (B)(6) 2018; (B)(6), incident date (B)(6) 2018. All of the three children are male and were suffering from nocturnal enuresis. Our pediatrician clinic has purchased 10 enuresis alarms from the MFR/distributor and have given 4 to pts over the last month. These were resold; 3 of the 4 children who used the alarm have reported adverse effect from the alarm. In all 3 cases, the adverse action was a result of a device malfunction which caused the alarm to overheat, leak battery acid on children's skin and caused severe burns on the child. The 3 children were all treated for burns and allergic reaction to toxic battery acid. The alarms have been returned to the clinic and are in the possession of the clinic. The remaining 6 alarms which were distributed have been called back as well. All three of the alarms clearly show that the alarm has generated so much heat at the back that it was more than enough to deform the thin plastic case which supports the batteries. The alarms were all new. Two of the three children have blisters on the neck region of the body from burns caused by skin contact with the enuresis alarm. This device should be looked into. Ref reports mw5080970 and mw5080971.